Manufacturer narrative:
G4:09dec2020. B4:09dec2020. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp replaced the flow sensor assembly to resolve the issue. The device passed testing and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
It was reported to philips that the device had a low leak co2 rebreathing risk warning. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance.